Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). The complaint behavior may potentially result in a serious injury. (Irradiation to wrong position). Probability: c (remote). There was no mistreatment reported. The user detected, that the system offered a deviation from the planned position. In case the user performs the override, he will have to move the position of the pt actively. It is very likely, that before doing so he will detect the wrong position offered by rtt. Large shifts are obvious for the user. The user manual contains a clear warning, that overrides should be authorized only after determining that the setup of the treatment machine, including geometry, energy, dose, etc., is as intended for the current treatment beam or fraction group. Affected other products: none.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator with primview 3i. In the abundance of caution this issue is being reported. When a pt came to be treated, the user set the pt up to their tattoos and then moves the pt to 5cm from the tattoos. The user does the automatic and manual registration and shifts are then calculated. Then the user hits "apply" and the table is moved to the treatment position. The user then down loads the treatment beams and they are prompted with an over ride for the treatment table. The message says prescribed is 25.x (user can not remember what the .x was) is different from the actual of 20.1. User must over ride to treat. On (B) (6) the user treated without the problem, but they state that just prior to down loading the treatment beams, they were not prompted with an override message. There was no injury reported. Preliminary risk analysis is complete. Root cause is pending investigation. Final corrective action is pending root cause.